Event description:
This if filed to report a thrombus, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the patient was resistant to heparin. More heparin was administered to maintain activated clotting time (act) greater than 250 seconds. The steerable guide catheter (sgc) was placed across the septum and when the clip came through, there was a blood clot at the tip of the sgc. The clip was pulled out and a non-abbott device was used in attempt to remove the clot. It was visualized that the guide was free of the clot. The guide was flushed numerous times, but when a new clip was advanced, there was a new clot. The clip delivery system (cds) and sgc were removed and new cds and sgc were used. Two clips were implanted, reducing mr to <1. The patient was given anticoagulant medication (bivalrudin / angiomax). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem as this is related to patient, procedural or operational circumstances and there was no issue related to the functionality of the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis / thrombus was unable to be determined. The reported patient effect of thrombosis / thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.